Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's system was auto-reducing. Upon further investigation system diagnostics recorded high impedances on the si lead, and that the lead had migrated, surgical intervention took place where the lead was explanted and replaced to address the issue. Effectives stimulation was restored.